Manufacturer narrative:
The unit had a loose and protruded drive support disk, a detached end cap, a missing end cap sticker, a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report that the drive support cap was loose. The customer pressed the cap while connected. The customer's blood glucose level was 70 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.